Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10. Sn (B)(6) 208-22-09 cc tibial insert sz 2, 9mm. Pending investigation. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a right knee revision on (B)(6) 2009 and then approximately 12 years, 9 months later experienced a second knee revision on 30 aug 2022. Revision operative report 30 aug 2022-preliminary diagnosis: 1. Recalled right knee implant, 2. Aseptic loosening right total knee replacement. Revision right total knee replacement, all components. Revision to competitor¿s devices. Indication- patient had intermittent pain. MRI showed significant concerning areas for loosing and synovitis as well as areas of osteolysis. -the femur was noted to be grossly loose with gently interruption of the bone cement interface. There was tremendous grade to a bone loss of the proximal femur with almost complete loss of the lateral femoral condyle. Debris was cleaned and a complete synovectomy was performed. -the tibia was noted to be well fixed. It was removed. -the patella was easily removed, there was subimplant osteolysis. New devices were trialed and then implanted. A sterile compressive dressing was placed the patient awakened transferred to the recovery room there were no complications of the procedure. The patient was transferred to stable condition to recovery unit. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6, h11. The following sections were corrected: b5, d6a, h6. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. In (B)(6) of 2021, it was discovered that a bag used in the packaging of our polyethylene inserts had been produced outside of our quality specifications. The use of these non-conforming bags may enable increased oxygen diffusion to the uhmwpe (ultra-high molecular weight polyethylene) insert, resulting in increased oxidation of the material relative to inserts packaged with bags that conform to specifications. For inserts with greater than five years of shelf life, increased oxidation of the inserts can lead to premature polyethylene wear resulting in a revision surgery. However, while it was packaged in a non-conforming vacuum bag, this tibial insert was on the shelf for less than 5 years before it was implanted. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user- and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient underwent a right total knee replacement surgery. Approximately 12 years and 9 months later, the patient was revised for a second time. Because the patient has filed a legal claim, it appears that they are alleging prosthesis wear of an exactech polyethylene device. Per the available information, it also appears that the patient is alleging femoral loosening. Per the revision operative notes, ¿postoperatively [following the first revision] they continued to have intermittent pain that is worsened recently. In the interim the knee has been recalled. MRI was obtained and showed significant concerns for loosening and synovitis as well as areas of osteolysis¿ the femur was noted to be grossly loose with gentle interruption of the bone cement interface with a flexible osteotome the femur was removed with no bone loss due to removal. There was tremendous bone loss of the proximal femur with almost complete loss of the lateral femoral condyle. Debris was cleaned and a complete synovectomy was performed. The tibia was noted to be well fixed.¿